Event description:
Tamponade/hemopericardium. Per comments on database report form: "developed tamponade at end of uneventful procedure. Trans-esophageal echo confirmed diagnosis. 500 ml drained with pericardial drainage.".